Manufacturer narrative:
H.6. Investigation summary: bd received a photograph from the customer in support of this investigation. Evaluation of the photograph indicated a stopper inside the tube without a hemoguard shield. 24 retained tubes from the same lot number were functionally tested there were no issue related to stopper function observed. Bd was able to confirm the customer¿s indicated failure mode from the photograph provided; however, bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® barricor¿ lh plasma blood collection tubes the stopper was unable to be pierced. The following information was provided by the initial reporter: gray rubber stopper stays at the tube after removal de hg stopper on the roche instrument the gray rubber stopper under the hg stopper stay's at the tube when the roche instrument remove the hg stopper from the tubein the p612. The needle from the instrument can't go in to the tube and hits the rubber stopper. The needle can break!

Event description:
It was reported that during use with bd vacutainer® barricor¿ lh plasma blood collection tubes the stopper was unable to be pierced. The following information was provided by the initial reporter: gray rubber stopper stays at the tube after removal de hg stopper on the roche instrument. The gray rubber stopper under the hg stopper stay's at the tube when the roche instrument remove the hg stopper from the tubein the p612. The needle from the instrument can't go in to the tube and hits the rubber stopper. The needle can break!

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.